Event description:
In 2009, the sales rep. Reported that after surgery, it was noticed that the tips were sheared off. Additional information received via telephone 6 days later, the sales rep. Clarified that the event happened during surgery, and not that it was after surgery, as previously reported. The driver tips sheared off into the screwhead. The surgeon retrieved the tips with forceps and continued to implant the screw with another driver. There was no surgical delay.

Manufacturer narrative:
Product is an instrument, and is not implantable. Requests have been made for the return of the product. Evaluation is pending.